Event description:
It was reported that after a few hours of cases, the images on the 9600+ system became grainy. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that the default averaging was set too low. Reset default averaging. Discussed the use of the processed fluoro button with the techs, and the use of boost with heavier pts, to help with image quality. The system was tested and found to be working as intended, and placed back into service.